Manufacturer narrative:
The device was returned for analysis. The reported activation failure including expansion failures/failure to inflate balloon was unable to be confirmed. The balloon inflated and held pressure, and the stent/scaffold expanded properly with no anomalies noted. There were no leaks observed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Additionally, it was noted that there were flared and stretched struts on the distal end of the stent implant. The first, second, third and fourth struts at the proximal end of the stent implant were stretched, bent, mangled and overlapping the fifth ring. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified, tortuous and 60% stenosed anatomy resulting in the reported difficult to advance. As the reported failure to inflate the balloon was unable to be confirmed during return analysis, it is likely the device was not fully connected; thus resulting in the noted flared and stretched struts on the distal end of the stent implant as the balloon slightly inflated. During removal, interaction with the guiding catheter likely resulted in the noted proximal end of the stent implant damages (stretched, bent, mangled, overlapping). There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a moderately calcified and tortuous, 60% stenosed, mid left anterior descending (mlad) coronary artery intervention, the 3.5x38mm xience alpine drug eluting stent (des) system met resistance with the anatomy when advancing to the lesion and the balloon failed to inflate, as it lost pressure when attempting to inflate. The des was simply removed and another same sized xience stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.